Event description:
It was reported that the lead was explanted due to increased capture threshold and decreased sensing. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 42.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.